Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a csf leak occurred when the physician attempted to implant the surgical lead during a procedure on (B)(6) 2019. Procedure was abandoned. Patient did not complain of having any headaches or vomiting post procedure. The issue has resolved.